Manufacturer narrative:
A lumenis service engineer visited the site the day after the reported event, and confirmed that the system failed to pass its self test; specifically flash lamp test. The engineer replaced the system's hvps (high voltage power supply) simmer and pcb controller, and after testing the system with the replacement hvps parts it was returned to the facility in working order. A review of system risk files found the risk of hvps failure (1007143_a - risk # 2.01) which has the potential to lead to ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A review of historical product complaints shows that the same malfunction of an intraoperative hvps failure has not led to serious injury in the past. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. Versapulse powersuite 80w s/n (B)(4) was installed at the customer's site on (B)(6) 2005. In 2012, a re-design of the controller and simmer pcbs on vpps systems was carried out in which more space was allowed between components, promoting good soldering ability, improved stability, and integrity of the pcbs. Since system 0638-808-01 s/n (B)(4) was manufactured prior to the re-design, it did not include the advanced pcb components. Although a cause for the pcb failure could not be established, based on the age of the system (13 years) lumenis believes that the most probable cause for the reported event was wear.

Event description:
A foreign user facility reported that after having already prepared a patient for a holep procedure, their lumenis versapulse powersuite 80w was unable to pass its self tests, specifically a flash lamp test. Unable to proceed with the use of the laser, the physician abandoned the procedure, and the patient was subsequently woken up from anesthesia. No report of patient injury or harm was received, nor did the malfunction cause or contribute to any change in the patient's status.